Manufacturer narrative:
Sientra complaint (B)(4). Sientra will not be able to perform a device evaluation since the customer discarded the device. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Bilateral grade 3 ptosis, right-side.